Manufacturer narrative:
(B)(6) 2015 04:46 pm (gmt-4:00) added by (B)(6): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, the blue buttons on the hs iii proximal seal were very hard and unable to be pushed when the seal was set in the delivery system. A partial clamp was used to complete the procedure. The hospital did not report any patient effects.